Manufacturer narrative:
Concomitant medical products: 5038-58 lead implanted: (B)(6) 1999.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds. It was also reported that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.